Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The disposition of the device involved is unknown; therefore, it is unknown if a return sample evaluation can be performed. (B)(4). A buried bumper is a known complication of a peg tube placement. Instructions for use indicates once the stoma site is healed, the abbvie peg tube should be mobilized. Push the abbvie peg tube carefully 3-4 cm into the stoma and move the tube in a bi-directional motion (back and forth) every time the dressing is changed. When doing so the tube should not be turned or rotated under any circumstances to prevent the formation of loops and dislocation of the abbvie j tube. It is important for the tube to move freely in the stoma to prevent the internal retention plate from becoming embedded (¿buried bumper syndrome¿). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in israel underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient was suspected of having a buried bumper. A CT scan for the beginning of (B)(6) was advised. In (B)(6) 2022, it was confirmed that the patient had a buried bumper.

Event description:
New information received on (B)(6) 2023: on (B)(6) 2023, the patient underwent surgery to remove the buried bumper, a temporary non-abbvie peg was placed to facilitate wound healing. On (B)(6) 2023, the patient developed aspiration pneumonia, requiring mechanical ventilation and sedation.

Manufacturer narrative:
Reference number (B)(4). The disposition of the device involved in the event is unknown; therefore, it is unknown if a return sample evaluation can be performed. Updates to sections b2, b3, b5, d6b, g3, h6. Post procedural complication of aspiration pneumonia is a is a known complication of a peg- j tube placement/explant. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.